Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for eval is an assembled 4 fr groshong catheter. During functional testing, a leak was observed emanating between the 33 and 34 cm depth markers. The leak site is <0.2 inches in length. The slit edges are sharp. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing granular walls. The depth of the edge walls is uniformed throughout the circumference of the slit. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. The device had been in place for approx 3 months prior to the complaint incident. There is no evidence of a mfg defect with the returned catheter. An lhr of reue0562 showed no other similar product complaint(s) from this lot number.

Event description:
After 3 months from the implant, they found a hole on the catheter near 3-4cm from the exit site. They removed the catheter and replaced it with another one. No damages for the pt.